Manufacturer narrative:
Additional information received on 20jan2016 with the following information: it was clarified that the type of procedure was an aneurysm clipping. There was confirmed that there was no surgery delay. The surgery was already completed when the problem occurred; the skull clamp was not attached to the patient when the rotary knob broke.

Manufacturer narrative:
Integra has completed their internal investigation on 10 may 2016. The investigation included: methods: evaluation of device. Review of device history records. Review of complaints history. Results: device was assessed for repair after a request for warranty repair/replacement was communicated. Device has been serviced and repaired. The quick release knob was found to be snapped from its fastening which was secure to the mounting. This damage is not consistent with fault of product therefore is not deemed as a warranty repair. Device history record reviewed for this product ID lot # 131/097500 manufactured on 01/31/2013 show no abnormalities related to the reported failure. A total of (B)(4) units were produced of this lot and all were inspected per 1101 these devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in (B)(6) for this reported failure and or related to "broke and cannot be removed " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and repairs were able to verify the customer complaint; however, the root cause cannot be 100% attributed at this time. It is reasonable to assume that the breakage was caused by accidentally dropping the unit during handling and/or use. Integra life sciences recommends customers to send their devices in for repair/maintenance services once a year.

Event description:
The 438b1178 halo ring with a1067 rail support (components of a2002 skull clamp) were broken and could not be removed. There was patient contact but no patient injury. Surgery delay was reported to be 30 minutes. Additional information has been requested and on (B)(6) 2016, the following was provided by the distributor: on (B)(6) 2015, a patient under went an aneurysm "chilp" (to be confirmed). Unlocking the rotary knob of the a2002 radiolucent skull clamp was very tight. It then broke. This occurred at the end; surgery was already completed. It was reported that there was no reason for the 30 minute surgery delay (to be confirmed if there was any surgery delay at all) and there was no patient adverse consequence due to a delay. Additional information has been requested.